Event description:
Nurse was walking patient and noted that blood was backing up from the cordis into the IV tubing. Upon investigation, IV tubing was noted to be cracked at one of the side ports, making blood back up to that side port and onto the floor.